Event description:
It was reported by the customer that during insertion, the catheter was introduced into the right femoral vein over the guidewire. The guidewire inadvertently entered the patient. Surgical intervention was required to remove the guidewire. As a result, the patient was transported to another hospital. The interventional radiologist at the hospital was able to remove the guidewire from the patient without incident. It was reported this patient is doing fine at this time.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.